Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-op a pneumothorax was observed through x-ray. Small bilateral pleural effusions had been suspected. The pneumothorax resolved without any treatment. The patient did not experience any symptoms.